Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient experienced pain at ipg site which radiated down her leg. The patient was tested for allergies and it was determined the patient was allergic to some of the metals in the implant. The patient's system was explanted.